Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer the programmer had an error and then the screen froze. The caller was advised to power cycle the programmer. The programmer was restored, and is not expected to be returned at this time. There was no patient involvement.